Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer's device is further evaluated at stryker service center. The technician was not able to duplicate the reported issue. After completing some unrelated repairs, the device passed all functional and performance testing and was returned to the customer. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. There was no report of patient use associated with the reported event.